Event description:
It was reported during the pt's scs trail procedure a dura puncture occurred. The puncture led to a cerebrospinal fluid leak. The pt did not report any headaches after the procedure. The physician increased intravenous fluids and had the pt drink caffeinated beverages. Follow-up on (B)(6) 2013, identified the pt experienced a headache when she arrived home. The pt reported she continued to drink caffeinated beverages which helped with the headache. Additional follow-up on (B)(6) 2013 identified the pt is asymptomatic.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.